Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return at it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was seen in the clinic for a shunt reprogramming and their valve was stuck at 1.5. According to the report, two nurse practitioners could not reset it. Reportedly, the patient's ventricles were enlarged but they were asymptomatic so they would continue to be watched closely.